Event description:
It was reported that after insertion of the iab, there was no indication of a balloon leak. Because of this, the iab was removed and replaced. There were no associated pt complications.